Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult infusion into a catheter is confirmed and was determined to be use-related. One 20 ga accucath ace and its catheter was returned for evaluation. An initial visual observation showed abundant blood residues throughout the returned catheter. Some kinking was observed along the catheter shaft. A microscopic observation revealed the inside of the luer of the catheter to be covered in blood residues. Three significant kinks were observed along the catheter shaft from bending of the catheter. A functional test of attempting to infuse water into the luer of the catheter using a 12 ml syringe revealed the catheter was patent to infusion. The cause of the difficult infusion was determined to be related to the catheter kinking during use and insertion of the catheter. An examination of the catheter structure revealed no potential damage/defect related to the manufacture of the device. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported accucath was accurately placed in the center of the vein, there was blood return in the catheter but it would not flush. The nurse confirmed the placement with ultrasound but took the IV out because it wouldn't flush. She then tried to flush it outside of the patient and fluid was stopped in the hub. No other information was provided. 08/06/2025- it was found during an investigation three significant kinks were observed along the catheter shaft from bending of the catheter.